Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast error. The customer¿s blood glucose level was 12.8 mmol/l. The customer stated that they were unable to complete rewind as pump alerts. The customer was advised that the pump will have to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted. No pump error 37 noted during testing. During visual inspection, the motor had moisture damage.